Event description:
It was reported that approximately two days after the implant procedure of a pacemaker system, the patient experienced chest pain. Upon x-ray examination, it was determined that this right ventricular (rv) lead perforated the anterior wall, causing a pericardial effusion and high capture thresholds. The physician decided to explant this lead and replace it with a passive fixation model. This lead is not expected to return. No additional adverse patient effects were reported.